Event description:
It was reported that following the second inflation in an a/v fistula, the pta balloon would not fully deflate and was difficult to retract through the sheath. During retraction in the sheath, the balloon detached from the catheter. The detached balloon segment was retrieved with hemostats. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The investigation is confirmed for a balloon detachment, retraction issues, and a partial circumferential rupture based on the condition of the returned sample. The investigation is inconclusive for deflation issues, as functional testing could not be performed due to the balloon detachment. The balloon rupture likely caused the retraction difficulties and the retraction difficulties likely contributed to the balloon detachment, due to excessive retraction forces. It is possible that the balloon was not able to completely deflate due to the balloon rupture. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Specific warnings, precautions and directions for use of the dorado pta dilatation catheter are included in the current instructions for use (IFU). Sections a-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient details to bard.